Event description:
Ous MDR - after an implantation time of about 21 months, this device was explanted due to impedance values outside the tolerance range were reported, as well as a message regarding increased current uptake. No deterioration of the pt's state of health was reported. The date of implant was not provided.

Manufacturer narrative:
Ous MDR - the device status was mol 2, three charge processes had been documented. The memory content of the ICD was checked. Atrial fibrillation could be detected in most of the recorded iegms. In the iegm of the last episode, which had been recorded on the day of the clinical observation on (B)(4) 2010, interference was visible in the right-ventricular and the left-ventricular channel. In addition, no signal was recorded in the atrial channel. The ICD's capability to provide therapy was tested. No output signals could be measured in the atrial channel and also in the left-ventricular channel. The signal sensing of the ICD was then examined and proved to be functioning with limitations. The device was then opened. The current uptake of the electronic module was checked, and an excessive current uptake was noted. The components of the electronic module were inspected. A damaged protective transistor was identified in the process. A destroyed final shock stage of the electronic module was identified. This damage was, with very high probability, caused by the reported external defibrillation. The observed limitations in the device function are consistent with this damage manifestation. The ICD's design protects it against damage by external defibrillation. However, damage to the ICD by external defibrillation cannot be ruled out in every case. This does, however, not constitute a device malfunction. In addition, a deactivation of the therapy functions of the ICD during clinical intervention, such as the above-reported ablation therapy, reduces the likelihood of damage to the implant in case of an external defibrillation or cardioversion. In summary, the device was damaged by external defibrillation, which then led to the clinical observation. There were no indications for a material defect or mfg error.